Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required.review of the complaint history determined that no further action(s) is/are required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05201 0001825034-2017-05200, 0001825034-2017-05199, 0001825034-2017-05198.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05200, 0001825034-2017-05199, 0001825034-2017-05198. Concomitant medical products - taperloc porous stem pn: 11-103204 ln: 615600, m2a-magnum modular head pn: 157444 ln: 352790, m2a-magnum taper body pn: 139254 ln: 338140. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is scheduled for a right hip revision approximately 12 years post-implantation due to unknown reasons. No revision has been reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Op notes state that patient is considered for a revision due to aseptic failure revision right tha. During the procedure inspection of components found well fixed and in good condition, but there was an acute local tissue reaction. Although the reaction was mild it provided for instability of the hip. There was no corrosion but the taperloc stem was cold-welded. New shell, liner, head and screws were placed. No other complications were noted during the procedure. Patient was shifted to recovery room in stable condition. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.